Event description:
A report was received that the patent had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the battery would not charge. The complaint was confirmed. The device would not be linked even its battery was fully charged. The antenna coil became dislodged from the lcp frame and one of the coil ends was fractured at the solder site. The two components have been assembled using rtv adhesive which is applied at the board vendor. Excessive stress and or fatigue on the wire where it is soldered to the pin are the result of movement between the coil and the frame.

Event description:
A report was received that the patent had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.